Event description:
An elevated patient sample with an accu tni of 7.57 ng/ml was generated by an access 2 instrument and reported out of lab. The patient had a normal ckmb result obtained from the same sample. The patient was redrawn for accu tni and the result was 0.01 ng/ml. The ckmb result from the second sample was normal. There has been no change to patient treatment that can be attributed to this event.